Event description:
A medtronic rep reported that the site was inaccurate up to 6cm during a cranial surgery. The surgeon discontinued use of the navigation system and completed the surgery successfully. There was no impact on pt outcome.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system accuracy showed no anomalies.